Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use testing of the received o2 gas module has reproduced the described customer issue. No device log files have been received. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the failure was caused by a leaking pressure transducer inside the o2 gas module.

Event description:
Manufacturer ref.#: 245836.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. (B)(4).